Manufacturer narrative:
On 06/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 3 millimeter in posterior direction. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reviewed the archive after the rep confirmed that the site used the mr with 326 slices. There were 2 mr with 326 sliced (mr3 and mr5), and both 3d images matched as the same person. There were 5 mr sets, and at least mr1 does not match with three of 5 sets. Mr1 does not have 326 slices. Therefore, most likely, the site did not use the mr1. Mr2 and mr 4 do not have enough slices (less than 326 slices). Image reviewed both mr3 and mr5 which matched the rep's description of the image used for the surgical case. Image met the stealth protocol, and did not show any issue. The tracer/registration information was not available. System checkout was performed and showed the system functioning normally. Software engineering review of the logs provided no insight regarding the alleged inaccuracy. Unable to determine probable cause without further information. The most likely cause was that the staff attempted to merge exams with different exam protocols.